Event description:
The customer contact reported the device delivered more than intended. On an unspecified date, the device was programmed in continuous mode to deliver 5fu 4750mg/200ml, at a rate of 4.3 ml/hr, with a vtbi of 200 ml, a duration of 46 hours, and a container size of 200 ml. In 2008, at 1850, the delivery was started. Two days later, at 1650, it was noted the device display indicted that 166.6 ml had been delivered; however, the solution container was empty. The pt notified the user facility. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be return for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.